Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's father called to advise that on 2 separate occasions cannula has come out of patient's skin and resulted in elevated blood glucose levels. Approximately 2 weeks ago, father was putting patient to bed and tested blood, reading was 22 mmol/l. Patient is (B)(6) years old and target range is 7-9 mmo/l. Father also tested for ketones and reading was 0.8. Father went to deliver correction bolus and at this point he noticed connector plate had almost completely detached from adhesive resulting in cannula coming out of the skin. In an almost identical scenario, the father was testing patient's blood, and it was 17-18 mmol/l. Father then noticed that cannula had come out of skin, adhesive was still attached to skin like before but connector plate had almost completely detached from adhesive. On both occasions, father treated patient by changing full set and delivering correction bolus which lowered patient's blood glucose. Father wasn't sure when incidents occurred. Information regarding which lot number was used for each episode was not provided. No adverse event alleged. A request was made for the return of the device.